Event description:
It was reported the customer was experiencing high blood glucose. It was also found the customer's insulin pump was not alerting them when they were having high blood glucose. The customer's blood glucose was 250 mg/dl in the morning. The customer also stated they were feeling tired as a result of their high blood glucose. The customer treated their blood glucose with manual injections and bolus deliveries. Troubleshooting found the customer's insulin pump passed all functional testing. A no delivery alarm was also found in the alarm history. The customer also reported a bent cannula when they removed their infusion set. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).